Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer discarded the product. Most likely underlying root cause: mlc-41 -dead battery. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling weak and thread. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 05/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer complained of meter not turning on. Meter does not turn on when the button is pressed or when strip is in meter. Customer does not have meter- she threw it out. Customer feels weak and does not feel well.